Event description:
It was reported that the patient underwent a spinal surgery using posterior fixation. Approximately ten years post-op, the patient has since had a problem and required a revision surgery to correct the issue. Per a family member of the patient, the patient had "a problem with pelvis bone graft implanted to the spine."

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.